Event description:
It was reported that the patient with this implantable pacemaker device experienced a ventricular fibrillation (vf) and the alert or notification was not event until the present time. Subsequently, this device was explanted and upgraded to a tachy device. No additional adverse patient effects were reported.